Event description:
During an endoscopic procedure for a ulcurated bleed in the antrum, the physician used a cook hemospray endoscopic hemostat. They [the medical staff] hooked everything up and had the catheter down the patient already. When the nurse twisted the bottom part to activate the device, the physician heard a sound like something pierced the carbon dioxide (co2) cartridge. It then sounded like air was seeping out. The nurse went ahead and tightened the device, and when she had the device in place to deploy, the spray would not deploy. The second catheter was not used. Another of the same device was opened and used to continue the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section : (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was not tested as returned because it was already deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown because the device functioned as intended. A definitive cause for the reported observation could not be determined. However the report indicates that upon turning the activation knob, the user "heard a sound like something pierced the co2 cartridge & then sounded like air was seeping out", which is indicative of co2 discharge or leakage. The report then states that the device was continued to be tightened which indicates that the activation knob was not fully engaged when the co2 could be heard exiting the device. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However the report indicates that upon turning the activation knob, the user "heard a sound like something pierced the co2 cartridge & then sounded like air was seeping out", which is indicative of co2 discharge or leakage. The report then states that the device was continued to be tightened which indicates that the activation knob was not fully engaged when the co2 could be heard exiting the device. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure for a ulcerated bleed in the antrum, the physician used a cook hemospray endoscopic hemostat. They [the medical staff] hooked everything up and had the catheter down the patient already. When the nurse twisted the bottom part to activate the device, the physician heard a sound like something pierced the carbon dioxide (co2) cartridge. It then sounded like air was seeping out. The nurse went ahead and tightened the device, and when she had the device in place to deploy, the spray would not deploy. The second catheter was not used. Another of the same device was opened and used to continue the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.